Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, a hole was found in the tubing of seven devices resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. E.1: initial reporter facility name: (B)(6). Investigation summary: bd received 6 samples, and 10 photos for investigation. The samples and photos were evaluated by visual examination and the indicated failure mode for hole in product/component with the incident lot was observed. Additionally, 10 retained samples were visually inspected, and no damaged tubing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: hole in product/component. Bd has initiated further root cause investigation relating to the issue of damaged tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.